Event description:
It was reported that the procedure was performed to treat a lesion in a unknown vessel. Three 20/30 indeflator's were used to inflate a balloon; however, leaks were noted in each indeflator when negative pressure was applied. The indeflator was replaced with a non-abbott device and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of priority pack 20/30 w/115 rhv product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.